Event description:
Customer reported a motor error alarm which occurred while trying to clear a no delivery alarm. The blood glucose reading was 303 mg/dl. Customer treated with a bolus. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. All of the buttons functioned properly. No damage was noted in the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.